Event description:
It was reported that during a laparoscopic right nephrectomy procedure, the device got hot and it burnt through the gown of the scrub tech, but did not receive a burn. The customer felt that the blade tip was hotter than it should be. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No thermal issues were noted on the blade tip while the instrument was being inspected. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a test generator and handpiece and the device activated; functioned normally during functional testing, no thermal issues were noted on the blade tip while the instrument was being inspected.